Event description:
The lay user/patient contacted lifescan alleging that the product giving him inaccurate erratic readings for the control solution tests. The patient was unable to provide any readings obtained for the control solution test. There were no allegations of harm or injury.